Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the helix of the right ventricular lead was not able to extend during an attempt to position the lead. The physician exchanged the lead. The patient was stable during and after the procedure.